Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. It was only reported that the purge disk detection flag broken. The purge disc flag was confirmed to be broken. The root cause of the issue was a broken purge disk flag.

Event description:
The complainant reported that the purge disc detection of the automated impella controller (aic) was broken. The issue was discovered during prep, and there was no patient harm reported.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.